Event description:
It was reported that this right ventricular (rv) lead was explanted due to low sensing and high capture threshold. A perforation was noted through an echocardiogram. This lead was successfully replaced. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to low sensing and high capture threshold. A perforation was noted through an echocardiogram. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The outer insulation test failed due to a cut, but the other measurements were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies, an insulation damage was noted but appears to be related to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.